Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels above 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was currently using a back-up insulin pump that was given to her by the nurse. No further troubleshooting was possible.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.